Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that approximately ten months post stenting procedure in the second obtuse marginal artery with a xience v stent, the patient experienced worsening coronary artery disease with unrelieved jaw and chest pain. Percutaneous intervention and medical therapy have been exhausted therefore, the patient underwent a coronary artery bypass graft in the index target lesion, along with non-target lesions on (B)(6) 2010. The patient's condition resolved and the patient was discharged on (B)(6) 2010. Though requested, there was no additional information provided.